Event description:
Shaft of cryoprobe frosted up during testing phase. Probe was replaced with normal functioning cryoprobe.

Manufacturer narrative:
Device eval found that the shaft was frosting due to a vacuum failure. Device history record review showed that probe (B)(4) tested within specification following final assembly. This event occurred during the pretest cycle. There was no pt contact or injury.